Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. (B)(4).

Event description:
It was reported that during the implant attempt, it was very difficult to advance and place the lead in the right atrium. The lead was not implanted and a competitor lead was then used, but the physician had the same difficulty. The patient suffered a dissection and edema in the pericardium. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary -the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.